Event description:
Patient called lfs in 08/03 alleging the meter would only prompt a not ok message while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further information has not been reported.